Event description:
The pt stated that she received an e7 (system alarm) on her infusion device in 2007 and her blood glucose elevated to 500 mg/dl. The error recurred five days later, and the pt was not able to clear the error. Her blood glucose measured 89 mg/dl at that time. The error was not clearable after troubleshooting and the pt's infusion device was replaced and requested to be returned for eval. No further info is available.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.